Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot number 73d1500389 investigations did not show issues related to the complaint. The device has been returned for investigation but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found that the clips cannot be closed completely and dropped off. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) single clip of catalog number 544250 (hemolok xl clips 6/cart 84/box) was received, it looks used, no original packaging, per sap lot # 73d1500389. During visual evaluation the single clip was in good condition. Failure mode "clip fell into patient" was not confirmed during visual evaluation. Functional evaluation was performed: the hem-o-lok clip was loaded manually into the cartridge to perform the functional test then loaded into the clip applier p/n 544191, batch # 06l0915826; the clip was loaded properly / correctly into the clip applier, no issues were found. The clip was applied (closure test) into the appropriate media tubing p/n 06424-66 according to (B)(4) manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07; the clip was properly / correctly closed. Failure mode "clip fell into patient" reported by the customer was not confirmed with sample received during functional inspection. Sample received did not confirm the defect reported by the customer "clip fell into patient". In addition, a functional type test was performed; however, the device worked properly. Therefore, at this time no corrective action will be taken.

Event description:
Alleged event: the doctor found that the clips cannot be closed completely and dropped off. The patient's condition was reported as fine.